Manufacturer narrative:
Patient information is not available for reporting. This report is for one (1) unknown helical blade. Without a valid part and lot number, the UDI is not available. The original implant procedure was performed on an unknown date. It is unknown if the complainant part has been explanted. The complainant part is not expected to be returned for manufacturer review/investigation. (B)(4) patient¿s collapsed femur head. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a helical blade migrated and the femur head collapsed in a patient. No additional information is available pertaining to patient's status or surgical outcomes/interventions. This report is for one (1) unknown helical blade. This report is 1 of 2 for (B)(4).